Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump changed the time and date by itself and alarmed battery out limit. The customer's blood glucose reading was 198 mg/dl at the time of incident. Troubleshooting went through the settings with the customer, but customer does not know if they are correct. The customer was advised to monitor the pump and call back if further issues.